Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that right ventricular (rv) lead was repositioned due to dislodgement. No additional adverse patient effects were reported.